Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and the reported slda per the physician is related to thickened leaflets and is therefore related to patient conditions. Mitral valve insufficiency/regurgitation resulting in dyspnea appears to be due to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital due to shortness of breath. Echocardiography showed one of the implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. For treatment, a non-abbott device was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.